Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the taxus liberte stent delivery system (sds) was received with no original packaging or other devices. The stent was not received with the sds. The hypotube portion of the sds shaft was bent near the hub. There was clear fluid in the distal end of the inflation lumen, proximal to the balloon. There were stent strut impressions on the balloon between the markerbands. The appearance of the distal and proximal balloon cone profiles was consistent with the as-manufactured profile; there was no evidence that the device was exposed to positive (inflation) pressure. The mouth of the distal tip of the sds was bent and kinked. There was no other damage to the sds. The reported stent dislodgement was confirmed; however, there was no evidence of any product quality deficiencies contributing to the dislodgement or the other damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred occurred. Access was obtained through the femoral artery. The lesion being treated was located in the mildly calcified circumflex (cx) artery. The lesion was predilated with an unknown size maverick balloon. The physician attempted to place the 2.25x12mm taxus liberte stent, but was unable to cross the lesion. The physician removed the stent delivery system (sds) and reinserted it. The stent dislodged from the sds balloon in the cx. The stent was snared out successfully. The procedure was not completed due to this event. The patient's status is okay.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was obtained through the femoral artery. The lesion being treated was located in the mildly calcified circumflex (cx) artery. The lesion was predilated with an unknown size maverick balloon. The physician attempted to place the 2.25x12mm taxus liberte stent, but was unable to cross the lesion. The physician removed the stent delivery system (sds) and reinserted it. The stent dislodged from the sds balloon in the cx. The stent was snared out successfully. The procedure was not completed due to this event. The patient's status is okay.